Event description:
Customer reported (B)(6) y/old female bariatric surgery patient developed steven johnson syndrome, a rare serious skin disorder. Customer reported, patient had an internal jugular central line catheter inserted on (B)(6) 2014. Catheter was secured with sutures. Reported 1658 tegaderm chg dressing covered catheter site. Stated dressing removed on (B)(6) 2014. Alleged skin under dressing was bright red with green pus under gel portion of dressing. Reported catheter was removed as a result of skin condition and new internal jugular central line catheters were placed. No cultures taken. Reported area has healed.

Manufacturer narrative:
Conclusions - tegaderm chg complaints are significantly reducing based on number of units sold. The 3m's updates to the package insert, additional instruction sheets, and educational programs are being effective in ensuring optimal use of the product.